Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a black mark on her left side under an electrode. The patient's physician advised her to remove the lifevest for a week. Follow-up indicated that the patient ended use of the device and the mark had healed.